Event description:
It was reported that the ICD was explanted due to damage after an external shock delivery. The patient had a subcutaneous lead and one of the defibrillation pads were placed over this lead. Despite inquiries, the reason for the need for external defibrillation is unknown.